Event description:
It was reported that the customer had an off no power alarm on the insulin pump. Customer used a brand new energizer aaa battery and had a low battery alert in the alarm history. The pump was not bumped or dropped. Customer's battery cap was okay. The insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and cracks on the display window.